Event description:
It was reported that the end of the IV tubing set broke off inside the needless connector during a blood return check. There was no patient impact.

Manufacturer narrative:
The customer¿s reports that the end of the IV tubing set broke off inside the needless connector line was confirmed. The set was visually inspected for cracks, disassemblies or damages to the components. Visual inspection of the set noted that a male luer tip was found lodged into the female port of the b. Bruan connector. Examination of the separation under magnification observed stress marks at the break site of the male luer tip. No tool marks were observed. An attempt to remove the male luer tip from the b braun microclave was not successful. The cause of the break is due to excessive outside force on the male luer as indicated by the visible stress marks observed on the broken male luer tip. The root cause of the outside force could not be determined. Device history record for model 2426-0007 could not be performed due to no lot number being provided by customer.

Manufacturer narrative:
Concomitant medical products: b. Braun tevadaptor luer lock adaptor; b. Braun microclave. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient's demographics requested, but was not provide.

Event description:
It was reported that the end of the IV tubing set broke off inside the needless connector during a blood return check. There was no patient impact.